Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 177100 lot 63945 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 21 devices. All of them have already been released to the market. Orthofix srl checked the internal records related to the controls made on the device code 177120 lot 63940 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 21 device, already released to the market. Technical evaluation the returned devices, received on august 1st, 2018 were examined by orthofix srl quality engineering department. The devices were subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. Functional check of the targeting was performed. Firstly, code 177120 was positioned on 177100 in all prescribed positions. The test passed. Then, the steps described in the product operative technique ref: ah 1301 opt for posterior-anterior (pa) "calc-pa" screw insertion were followed in order to assess if the targeting could allow correct drilling and screw insertion. The test passed. Medical evaluation the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: 11 july 2018: in this case an ankle fusion was being carried out with the acn. There was a problem with the screw targeting, and the calc pa screw missed the nail. There is a suggestion that the targeting arm may be out of alignment. As a result the planned fixation could not be carried out (in that the calc pa screw is not passing through the nail). The surgeon does not think that this is a problem. The incident did require medical intervention (another attempt to insert a calcpa screw), although the surgeon was reported to be happy with the final result. Final comments the results of the technical evaluation concluded that the returned devices are in conformity with orthofix srl specifications. The functional check confirmed that the targeting assembly is able to allow a correct calc-pa screw insertion. Therefore, it can be concluded that the returned devices perform properly. The nail involved in this event is still on patient so it cannot be stated if the problem notified is related to a nail issue. Should the nail be returned, orthofix srl will promptly re-open the investigation. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2018-00067 follow up 1 - attachment: [2018156_FDA medwatch cover letter follow up 1.pdf]

Event description:
The information initially provided by the local distributor indicates: - hospital name: st. Mary's hospital - surgeon name: dr. Kevin brown - date of initial surgery: (B)(6) 2018. - body part to which device was applied: ankle. - surgery description: ankle fusion. - patient information: initials tm. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: per tm --after putting the calc-pa screw in they took an x-ray in the lateral position and it looked like the screw was in the nail. An a-p image was taken and it was noticed that the screw completely missed the nail. They were able to put the targeting arm back on the patient to re-drill the hole. The screw missed the hole a second time, surgeon did not place a calc-pa screw in the nail. The rep advised that this was not an issue with the surgeon since it was an ankle fusion. The rep thinks the targeting arm was out of alignment for it to miss the nail. He did not remember the targeting arm having play (or being loose) during use, it seemed stable. He also mentioned that the scrub tech who assists with these cases did not suspect anything out of the ordinary with the device. The delay was 5 minutes. Patient is stable. The rep will try to obtain x-rays and he will be returning the device. Tm also mentioned that they checked the tibia nail and had to adjust the set screw. The complaint report form also indicates: - the device failure had no adverse effects on patient - the surgery was completed with the device - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative report are not available. - copies of the x-ray images are not available. - patient current health conditions: patient is stable. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4). Please also kindly refer to MFR reports 9680825-2018-00067 follow up 1.

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 177120 lot 63940 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of (B)(4) device, already released to the market. Orthofix (B)(4) checked the internal records related to the controls made on the device code 177100 lot 63945 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been released to the market. Technical evaluation: the devices involved in this event have not yet been received by orthofix (B)(4). The technical evaluation will be performed as soon as the devices become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the failure investigation are available. As soon as further information will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2018-00067.

Event description:
The information initially provided by the local distributor indicates: (B)(6). - date of initial surgery: (B)(6) 2018. - body part to which device was applied: ankle. - surgery description: ankle fusion. (B)(6). - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: per (B)(6)--after putting the calc-pa screw in they took an x-ray in the lateral position and it looked like the screw was in the nail. An a-p image was taken and it was noticed that the screw completely missed the nail. They were able to put the targeting arm back on the patient to re-drill the hole. The screw missed the hole a second time, surgeon did not place a calc-pa screw in the nail. The rep advised that this was not an issue with the surgeon since it was an ankle fusion. The rep thinks the targeting arm was out of alignment for it to miss the nail. He did not remember the targeting arm having play (or being loose) during use, it seemed stable. He also mentioned that the scrub tech who assists with these cases did not suspect anything out of the ordinary with the device. The delay was 5 minutes. Patient is stable. The rep will try to obtain x-rays and he will be returning the device. (B)(6) also mentioned that they checked the tibia nail and had to adjust the set screw. The complaint report form also indicates: - the device failure had no adverse effects on patient. - the surgery was completed with the device. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative report are not available. - copies of the x-ray images are not available. - patient current health conditions: patient is stable. (B)(4). Please also kindly refer to MFR reports 9680825-2018-00067.